Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to an eroded sphincter. The whole system was replaced and the patient outcome was unknown.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to an eroded sphincter. The whole system was replaced and the patient outcome was unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned ams 800 urinary control system (aus) components underwent a thorough analysis. The components passed all visual and functional testing. The reported event of erosion is a potential adverse event associated with the procedure of implanting an aus and are listed within the product risk documentation. Therefore, based on this investigation, the conclusion code of known inherent risk of device was chosen.